Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7032967.

Event description:
It was reported that the patients ipg migrated due to the patients significant weight loss. It was also noted that the patients ipg was difficult to be charged and only provided minimal pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned per hospital policy.